Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Visual evaluation for device's as received condition - the device shows sign of wear on the handle and shaft. There are several gouges on the handle. The tip of the device is fractured distal to the threads. One piece is completely fractured off (returned with complaint). The threaded tip is also fractured, just above the threads. The fractured fragment was not returned. Product development evaluation - a thorough design evaluation was completed in (B)(4) 2011 under (B)(4). The current complaint is very similar to (B)(4). The pd evaluation from (B)(4) deemed the complaint valid. There is no additional or different information from the current complaint to render a different conclusion. (B)(4) design evaluation - the design intent for the soft tissue retractor is to keep all components as low a profile as possible. On the soft tissue retractor evaluated, the tightening nut followed this philosophy with a 8mm tightening point and internal m7 thread. The tip of the nut has a generous chamfer to minimize the transition to the paddle. This generated a very thin section that interfaced with sleeve to clamp down on the paddle shaft. Between the thin section and the amount of force that a m7 thread can generate, the tip of the nut cracked and split into several pieces. The wall between the 8mm tightening point and major diameter of the m7 leaves a wall thickness of (B)(4). The thread is bottom tapped (no clearance at the bottom of the thread) which caused the nut to shear in torsion at this point as well. The material that was chosen for the nut ((B)(4)) also contributed to these failures. There was a design change in 2008 that shortened the length of the chamfer at the nut tip which resulted in a wall thickness increase. This should significantly decrease the probability of the tip splitting and cracking, but nothing was addressed for the nut torsion shear. (B)(4). The design change in 2008 did not address this material issue. Conclusion - as described in (B)(4), this complaint is valid from a design standpoint.

Event description:
It was reported that the tip of the soft tissue retractor broke off and another piece cracked. The broken piece was retrieved and another device was used to complete the procedure.